Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading even though customer followed prompts and removed used cartridge at correct time. There was no reported impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge and resumed insulin therapy after guidance from technical support, and technical support also sent replacement box of cartridges.